Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose several months ago. The spouse was not willing to provide more details on the event. The spouse also stated that he felt it was over delivery and the customer continues to struggle with low blood glucose. No further info was provided.